Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿rupture, suspected bia-alcl¿.

Event description:
Patient reported left side ¿rupture, suspected bia-alcl¿. Pathological markers confirming alcl have not been received. Company representative additionally reported "seroma was found via breast ultrasound" and "capsular contracture" unknown baker grade was also reported. The device has been replaced.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received biopsy reporting "no abnormal finding", allergan medical safety has determined that there is no malignancy.¿

Event description:
A fine-needle aspiration, biopsy and immunofluorescence test reported "no abnormal finding"; therefore, alcl suspicion appears not confirmed.